Event description:
Customer reported receiving inaccurate low readings. A freestyle flash blood glucose test second test was taken at 12:05 pm with a result of 88 mg/dl using the flash meter. Customer lost consciousness due to hypoglycemia. Family member provided orange juice to raise glucose levels. Customer's family member obtained a reading with a second freestyle meter with a result of 38 mg/dl at 12:07 pm.